Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing and high capture threshold. No intervention was performed and the patient was in stable condition.

Event description:
New information received noted that the right ventricular (rv) lead exhibited pacing inhibition due to noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of oversensing noise and high capture threshold were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer coil consistent with friction to device can. The cause of oversensing noise and high capture threshold was due to the exposure of the outer coil in the abrasion zone.